Manufacturer narrative:
The event occurred in another country.

Event description:
Reporter stated that pt's blood glucose was measured, on the performa system, with a result of 4.3 mmol/l. Pt's blood glucose was reportedly retested, on a hospital blood glucose monitor, with a result of 2.3 mmol/l. Reporter did not indicate if pt received any treatment based on these results. No adverse event, associated with the alleged malfunction, was reported. The MFR requested the return of the suspect product for eval.